Manufacturer narrative:
Device evaluation summary: monitor (B)(4) and electrode belt (B)(4) were returned to zoll manufacturing corporation for evaluation. Evaluation is currently underway. An evaluation of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor reported that a patient received one inappropriate treatment prior to passing. The patient was unconscious during the treatment event. The lifevest detected asystole with intermittent cardiac activity starting at 23:57:02 on (B)(6) 2017. The patient remained in asystole until a treatment was delivered at 00:18:42 on (B)(6) 2017. The response buttons were pressed intermittently during this time. It is unknown who pressed the response buttons. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. Intermittent cardiac activity contributed to the false detection. The post-shock rhythm was motion artifact. It was reported that emergency responders were present and performing CPR on the patient. The electrode belt was disconnected at 00:26:06. The patient passed away on (B)(6) 2017. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.